Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case was cracked by the front corners, the bottom case was cracked by the l bracket screws, and the plunger head was cracked by all screws. A review of the event history log (ehl) identified check syringe plunge sensor in the history. Functional testing was performed and the check syringe plunge sensor was duplicated during the power up process. The left flipper intermittent stuck due to the whole plunger assembly was found broken. The root cause of the issue was the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue. Replaced both plunger cases. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited a check syringe sensor error and the case was chipped. No patient injury was reported.